Event description:
The following description of the events was reported to viasys via a user facility medwatch form (ref: 440063002006006, see attached). "Order rec'd in 2006 to set up a jet ventilator. Jet ventilator settings were initiated per physician order at rate of 420, jet pip 23 cm h2o for the jet ventilator. Bird vip ventilator initiated per physician order at rate 5, pip 21/6. I-time 0.5, flow 7l/min at 1450. Ready light observed. Respiratory therapy was called back to pt's bedside at 1501. Jet ventilator was running, then "cannot meet pip" alarm sounded. Infant's vital signs were within normal limits. Jet ventilator stopped running. All connections were checked for problems. No connection problems were identified. Pressure released with a loud sound. O2 sats dropped. Infant was taken off the jet ventilator and ventilated via ambu bag with 100% 02. Stat chest x-ray was ordered by nurse practitioner at bedside. Chest x-ray revealed bilateral pneumothoraces. Bilateral thoracenteses were performed. Follow up x-ray on the left side still showed pneumothorax. A chest tube was placed on the left side. Follow up x-ray in 11/06 revealed resolved left side penumothorax." Pneuomothorax is a known adverse side effect of both conventional and high frequency ventilation. Based on the event description provided by the user facility, it is not clear if the vip ventilator caused or contributed to the injury to the pt or if the injury was a result of the compromised state of the pt. Viaysys is reporting this event due to the nature of the event.

Manufacturer narrative:
H3: the user facility indicated on their medwatch report that the device is not available for evaluation. We have requested that our tech support dept contact the customer and ask if there is a possibility of having one of our field service reps come out and evaluate the unit. As of the date of this report, there has been no contact made.